Event description:
Primary stability couldn¿t be achieved. The material number has been updated, which is reflected in this follow up report.

Event description:
Primary stability couldn¿t be achieved.